Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received that the pump gave a message on the screen but the customer could not clear it by pressing the esc and act buttons. The customer was using the correct batteries. Advised the customer to discontinue using the pump and revert to a back up plan as the pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump piston does not recognize the reservoir. The customer's blood glucose reading was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked reservoir tube lip and bleeding lcd glass. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test and displacement test. We were unable to perform self-test, off no power test, error test, occlusion test, prime test, excessive no delivery test due to prime alarm.